Event description:
It was reported that pump displayed malfunction alarm code and customer was unable to reset pump at time of call, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to follow up to reset pump. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.